Event description:
Patient reported "left breast is deformed, causes great pain" and physician reported left side capsular contracture - baker grade IV diagnosed by ultrasound. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification to d4 device information: left side serial number was provided as (B)(6), but this number is incomplete. The contralateral side serial number was provided as (B)(6) with lot number "2556848", and this lot number matches every serial number between (B)(6). Lot number has been populated until clarification on the serial number is received. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Deformation: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b3, h6.

Event description:
Patient reported "left breast is deformed, causes great pain" and physician reported left side capsular contracture - baker grade IV diagnosed by ultrasound. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d2.

Event description:
Patient reported "left breast is deformed, causes great pain" and physician reported left side capsular contracture - baker grade IV diagnosed by ultrasound. Device has been explanted and replaced with another manufacturer's device.